Event description:
Leaking paclitaxel chemo tubing around the area that goes into the infusion pump from the white tubing connector. Manufacturer response for baxter infusion pump tubing, paclitaxel set, non-vented with polyethlyene lined tubing and clearlink luer activated valve, 0.2 micron filter, clearlink luer activated valve. 10 drops/ml. 107" (2.7 m), per site reporter. Manufacturer acknowledged the receipt of the complaint and we are currently waiting official response.